Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted to treat in-stent restenosis, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the restenosed, pre-dilated distal right coronary artery (rca) with two xience v stents (2.75 x 28 mm and 2.75 x 18 mm). On (B)(6) 2011, the patient experienced increased shortness of breath and chest pressure that was classified as stable angina. An angiogram found severe in-stent restenosis in the rca; however, there was no percutaneous intervention since the index xience was already the third stent in this area. The patient will be treated medically. There was no additional information provided.